Event description:
It was reported that the patient had an inflammatory mass. A mylogram and computed tomography scan indicated that the catheter went caudal rather than cephalad. The tip was at the l5 nerve root with a mass surrounding it. A catheter access port study was done and found there was no flow in the catheter. The patient had 50% less therapy relief than expected. Upon interrogation of the pump, it was noted that there was two months until the elective replacement indicator activated. The patient was scheduled for surgery on (B)(6) 2012 to remove the mass and replace the catheter and pump. Additional information indicated that the patient had the inflammatory mass removed on (B)(6) 2012 and had the pump and catheter replaced on (B)(6) 2012. He was doing fine.

Event description:
Additional information received reported that the hospital disposed of the device. It will not be returned for analysis

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter. (B)(4).